Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I got a call from the cardiology department from the hospital they were concerned that they weren't getting updates from my pacemaker". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.